Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Also, the device was monitored with a basal programmed for three days. Several boluses were programmed and delivered properly and no basal, bolus, or history anomaly noted. The history recorded the boluses and the basal properly. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
The customer reported being hospitalized back in (B)(6) for several months. The caller mentioned seeing his doctor who told him to call the helpline to request a replacement. The customer a series of lows and had a seizure. One morning he had to go to the hospital by ambulance and he was wearing the insulin pump when he arrived at the hospital. The customer stated that he went back using the device four months ago. The blood glucose reading at time of call was 110mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.